Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. No adverse patient effects were reported. The rv lead and associated implantable cardioverter defibrillator (ICD) remain in service. Additional information was received indicating this lead continued to exhibit high out of range shock impedance measurements. The ICD system was successfully explanted and an subcutaneous implantable cardioverter defibrillator (s-ICD) system implant is planned for a later date. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. No adverse patient effects were reported. The rv lead and associated implantable cardioverter defibrillator (ICD) remain in service.